Event description:
It was reported this esophageal stent was placed without incident. Approximately one week post placement the patient experienced incontinence and diarrhea. The stent was found to have migrated and lodged in the rectum. Surgical removal of the stent was successful. Another stent was placed and the patient's condition is good. Co was informed the patient had a long medical history, only some of which are listed on this report. The patient's condition may have been a contributing factor to this event. The directions for use for this product list as potential complications. "...stent migration...."